Manufacturer narrative:
Report confirmed. Evaluation determined that the motor seized. The likely cause was identified as error code 16 and stalling. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of not working. It was reported that there was no patient or staff impact. However, there was a delay in the procedure. On follow-up, it was confirmed that there was a 5-minute delay in the procedure which resulted to prolonged exposure to anesthesia.